Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, it was found that the "alarm silence/reset" button was blinking. The alarm could not be deactivated and the light emitting diode (led) on the handle was also observed to be blinking. The patient was transferred to another ventilator. There were no negative patient consequences reported.